Event description:
It was reported that a spectrum pump had an inoperable/malfunctioning keypad with the "0 and 1" keys working intermittently. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad with an intermittent keypad response, which was experienced during evaluation. Evaluation found row 1 and 2 (1st row soft keys, on/off, setup, ok and run/stop keys) to be intermittent and was caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.